Event description:
Customer reported injection port leaking and drug was lost. Patient did not receive drug infused as it leaked on the floor. No report of harm to patient and no medical intervention required. Additional event detail requested on multiple occasions without success.

Manufacturer narrative:
Manufacturer's report date: 04/13/2011. (B)(4). The customer's report of set leaking at injection port (smartsite) valve was confirmed. During visual inspection of the set, it was noted that the sub-assembly p/n 605476-100 smartsite port piston appeared to have a hole. Further evaluation under microscope, noted that the rubber piston p/n 10833565 had two holes. The cause of the leak was due to multiple holes on the rubber piston of the smartsite valve; however, the root cause of this failure was not fully identified, but it does have the appearance of a needle stick.